Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Only the main coil and the introducer sheath were returned for this complaint. Blood was noticed inside the introducer sheath. The twist lock of the introducer sheath had been opened. The main coil was kinked and stretched. No more damages were noticed. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the main coil was performed and there were missing fiber bundles on the main coil due to coil stretching condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15mar2022. It was reported that the coil was difficult to insert. A 4mmx10cm interlock-35 coil was selected for use. During the procedure, it was noted that the device was difficult to insert in the catheter hub part. The coil was removed from the patient's body and the procedure was completed with a different device. There was no patient injury. However, device analysis revealed missing fiber bundles.